Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 8 for the same event. It was reported from the (B)(6) that during an unspecified surgical procedure, it was observed that the five battery devices were not working while in use with the small battery drive device and subsequently would show "red" in the charger. According to the report, the small battery drive device along with two battery casing devices had undetermined malfunction. As a result, there was a 15 minute delay in the surgical procedure. It was reported that an unspecified spare device was available to complete the surgery. There were no injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further evaluation, it was determined that heat discoloration was found on the electrical contacts. Moreover, no residual liquid was found inside of the device. It was determined that the control unit may have damaged all the supplied batteries. It was further determined that the handpiece had a short circuit which blew the fuse of the batteries. The assignable root cause was determined to be due to normal wear from caused by cleaning/sterilization cycles. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the control unit was not functioning and was defective. It was determined that the handpiece had no function and had some scratches on the surface and discoloration on the electrical contacts. It was determined that there was no residual liquid found inside the device. Further investigation revealed that the device had an electric short that blew the fuse in the battery devices causing them to lose their functionality. It was determined that the battery housing and battery devices showed signs of sparks (black marks on the contacts) indicative of high current flow due to an electrical short. Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined. This issue is being investigated through scar. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.